Manufacturer narrative:
Na it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta valve was implanted. On an unknown date, patient experienced shortness of breath, fatigue, angina, hyperglycemia, near syncope, diastolic murmur, congestive heart failure, perivalvular leak, and cardiac arrhythmia. It was reported the 23mm trifecta valve was explanted on (B)(6) 2024. Post-intervention, patient experienced pleural effusion.